Event description:
Customer alleges discrepant results with meter: date: "last week"; inratio: 1.5. Date: (B)(6) 2010; inratio: 6.5. Patient's inr normally around 2.1 to 2.5. After 1.5 inr last week doctor adjusted coumadin dose. Patient has had nosebleeds for several days. Patient has been taking antibiotics for the past 5 days due to a sinus infection.

Manufacturer narrative:
Investigation pending.